Manufacturer narrative:
Us agent notified on (B)(4) 2013. Manufacturing site evaluation: samples received: 5 unopened pouches. There are no previous complaints of this code batch. No units remain in OEM stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. All samples received are tight. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Degradation test results conducted on the samples fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Safil quick was completely dissolved after 1 week.